Event description:
Ostene 2.5g used during lumbar decompression surgery. Issues cam up causing second surgery (epidural hematoma). Scrub tech thought it might have been caused by ostene, but surgeon thought epidural hematoma was not caused by ostene.

Manufacturer narrative:
The doctor who performed the surgery concluded that ostene was not the cause of the epidural hematoma and therefore, no additional information was provided. This is being filed out of an abundance of caution as there is no evidence at this time that ostene was the cause of the epidural hematoma.